Event description:
It was reported that (2) er320 and (1) atw35 were used during laparoscopic cholecystectomy procedure. It was reported by the rep that the staples were not feeding out. It is unknown how the case was completed. There was no consequence to pt.